Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified if the patient followed the proper post-op procedures.

Event description:
On 11/14/2025, a facility notification was received via email regarding the pmcf study, "arthrex bioanchor devices." A facility representative reported that a patient underwent a procedure due to a rotator cuff lesion. The date of this procedure was not provided. The healthcare professional (hcp) reported that soft tissue fixation was not achieved successfully due to pullout of the biocomposite swivelock suture anchors. The hcp mentioned that it is unknown whether these complications were device-related. The hcp also reported that revision surgery was performed to treat the failure of soft tissue fixation. The date of the revision was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.